Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to page a rep. The caller was a pain physician and indicated that he met with a patient that had a depleted ins and wanted to have the device removed. The caller indicated that the patient reported getting less effective therapy. The caller indicated that the patient had not met with a physician or rep regarding the device for several years. The caller was the physician that would be removing or replacing the patient's device. The caller did not have any specific details about the patient. The caller was not with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.